Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient stimulator battery has been dead for several months. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The caller was contacted to investigate contributing facts and resolution. No response was received. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See (B)(4)- CAPA monitor - overdischarged batteries c/pas (B)(4). The patient had not been taking care of the stimulator for several months due to unrelated health issues. The root cause, if available, is documented in the referenced investigation record. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient stimulator battery has been dead for several months. The patient had delayed taking care of the stimulator due to unrelated health issues. The unrelated health issues are being treated and the patient was going to concentrate on the pain stimulator now. No patient symptoms were reported. The patient was redirected to their healthcare provider to address suspected overdischarge. It was reported that they attempted to charge and reset the device, but it has not worked. The patient had an appointment today with the pain healthcare provider (hcp) but the patient needed a myelogram that was unrelated to the device. The caller stated that they are going to make another appointment with the pain physician as they have an appointment scheduled with a surgeon. No further complications were reported or anticipated.